Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported their implant battery was not holding a charge real well (only for a day or two) and their leg was hurting a lot when 'it' (agent understood therapy) didn't work. Patient said they were told the battery would last 10 years. Agent reviewed information about implant battery longevity and redirected patient to their healthcare provider to further address the issue. When asked for event date, patient said it had been probably a month. Agent provided and explained use of nas phone number for patient to give to healthcare provider. Patient reported they forgot to charge it. Cause was patient not charging the battery. Steps taken were charge more often. Have battery replaced soon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received; it was reported the battery was going to be replaced due to eos. The patient was going to see their hcp on (B)(6) 2026 however, the replacement was not yet planned.